Event description:
It was reported that the patient presented to the facility for a device upgrade. During testing, the pacing system analyzer reported high pacing thresholds on the left ventricular lead and loss of capture was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.